Event description:
According to the reporter, prior to use of the device, the handle is not turning on. There was no patient involved. Medtronic's initial evaluation of the incident device found that the handle was left in a low voltage state for a short period of time and entered graceful shutdown as a result of the low voltage.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functionally, the handle was received with a depleted battery, and was inserted into a charger. Eventually, the charging light emitting diode (led) of the charger turned solid green. The handle had 288 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 machine. A reload was attached to the device and was able to clamp and articulate without any issues. All button presses resulted in motor movements. A review of the system logs showed there was an error for the system queue being full. An analysis of the data saved to the system showed the handle was left in a low voltage state for a short period of time and entered graceful shutdown as a result of the low voltage. He low voltage would have prevented the handle from initializing and responding to any button presses. It was reported that the handle is not turning on. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of an error for the system queue being full. The most likely cause for the additional condition is traced to software issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the power handle is sufficiently charged before use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.